Event description:
The customer reported that she received a message on her insulin pump saying that a button had been pressed for more than three minutes. The customer was reportedly unable to clear the message. The customer stated the insulin pump was not dropped. Her blood glucose level was 92 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.